Manufacturer narrative:
Additional information provided in sections h.6., and h.11. Specific product identifiers (serial number) were not provided and could not be determined at this time. Additional related information was requested but none has been provided to date. Based on the information obtained, the root cause of the reported event is inconclusive. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this serial number cannot be performed as the serial number is unknown. The serial is unknown. Therefore, a service history review cannot be performed. Based on the information obtained, the root cause of the reported event is inconclusive. However, an internal investigation was opened to address the reported event/issues. An internal investigation was opened to address the reported event/issues. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Similar incident/event data was collected for the associated reported events. Quality assurance will continue to perform periodic monitoring for evidence of adverse trending and take further action as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during cataract surgery, the ophthalmic console crashed and experienced severe collapses mid-procedure, and it cannot be upgraded to the new software. The wings had already presented problems, requiring several new parts to be ordered before the system could start functioning. This has resulted in a serious issue, leading to canceled surgeries. The procedure was completed despite generalized collapses until the surgical process was finished. There was no patient contact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).